Event description:
It was reported that the patient underwent a posterior surgical procedure at t10-iliac to treat lumbar spinal canal stenosis. It was reported that the patient underwent a revision surgery approximately 2 years post-op due to bilateral rod breakage and non-union. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. .